Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. (B)(6) the son called about the meter not comparing to the lab results his doctor ran on him and had the customer bring his meter in to compare the meter to the lab. The customer does his blood one to two times a week, always as a fasting and sometimes 2 hours after he eats. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results . The customer's expected fasting blood glucose test result range is 110-160mg/d. The meter memory was reviewed for previous test result history (date / time not set): 172mg/dl (B)(6) 2016 03:20:00 pm fasting: no; 139mg/dl (B)(6) 2016 10:52:00 am fasting: yes; 259mg/dl (B)(6) 2016 05:25:00 am fasting: no; 167mg/dl (B)(6) 2016 01:50:00 am fasting: yes; 314mg/dl (B)(6) 2016 05:31:00 am fasting: no.